Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter displayed an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 7 am. The patient manages his diabetes with insulin (type not specified) and metformin pills. It is not known if the patient made changes to his usual dose of medications. About 15 hours after the start of the alleged issue, the patient claimed he felt symptoms of sweating and light headed. The patient treated himself with food and/ or drank a beverage. The patient denied testing with another device. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The lay user/patients test strips have been returned on 7/21/2014 and evaluated by lifescan product analysis on 7/25/2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found, in addition a secondary issue of print missing/incomplete from test strip vial was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.